Event description:
Technician found that the brakes would engage but did not hold.

Manufacturer narrative:
Technician adjusted the brake steer caster and the brakes functioned properly. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability.